Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had blood glucose of 524 mg/dl and yesterday it was over 400 mg/dl. Customer stated that he treated with a syringe and today he has not treated. Customer stated that his blood glucose has been out of control. Troubleshooting was performed and the found air in the tubing. Customer ran a manual prime and insulin did exit the tubing. Customer found no alarms for the past 2 days in the alarm history. Customer did not have a tubing clamp and will be sent one. Customer was advised to call back to continue troubleshooting and to perform a complete set change. Customer stated that the air bubbles aren't moving but the insulin is coming out of the tubing. Customer stated that he can't put his infusion set in another area because he only has the short tubing. Customer will be sent the longest tubing available to try out.